Manufacturer narrative:
The reported event of oversensing was confirmed. As received, only the distal portion of the lead was returned in one piece. The visual examination found one external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can. The cause of the reported events was isolated to the external insulation abrasion. The electrical testing did not find any indication of conductor fractures or internal shorts. The visual and x-ray examination did not find any other anomalies with the exception of procedural damages.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a device upgrade procedure, episodes of oversensing were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.